Manufacturer narrative:
(B)(4) no device associated with this report was received for examination. A worldwide lot specific complaint database search, or device history record (DHR) review was not possible because the required lot code(s) was not provided. Based on previous investigations this complication of joint replacement is unlikely to have been the result of a device failing to meet required specifications. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. If information is obtained that was not available for the initial medwatch , a follow-up medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Revision due to mechanical loosening of the depuy stem. Bone to implant loosening interface. Medical records have been reviewed. Primary procedure notes (B)(6) 2013 indicate the patient received a right hip conversion to total hip arthroplasty, anterior approach, due to right hip avascular necrosis. Procedure was completed without complication indicated by the surgeon. Revision notes (B)(6) 2014 indicate the patient received a revision total hip arthroplasty due to mechanical loosening, right total hip. The surgeon indicated that the stem was visualized and there were no clear signs of loosening, fibrous tissue was removed and an extractor was used to dislodge the stem. Post-op diagnosis does indicate mechanical loosening. Procedure was completed without complication indicated by the surgeon.